Manufacturer narrative:
Device image indicated that battery voltage was above eri during the entire implant duration. The eri trigger date recorded showed the same date as the explant procedure, and it was possibly due to exposure to cautery. Evidence showed that eri flag had been cleared at least once in the field, therefore the eri trip date of 07/24/2015 could not be confirmed at the time of analysis. Since the average monthly battery measurement for july 2015 was well above eri level, the eri flag noted was most likely a false eri. Battery voltage measurement and current trend were reviewed and it was normal. The cause of the false eri trip could not be determined. Device was returned seven month after explant. Analysis performed did not find any anomaly except voltage being at eri.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention was reported. The patient would continue to be monitored.